Event description:
It was reported by the customer's mother that their insulin pump keypad was unresponsive to user inputs. Customer stated that the up arrow button on the device has stopped working. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 157 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage on the keypad traces noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and stained address/serial number label.